Event description:
Facility reports the tubing separated from the patient connector after the patient had made an exchange. The following day the patient developed peritonitis. Sample is available for evaluation. The patient is being treated with antibiotics.